Manufacturer narrative:
Conclusion: investigation results indicate a device failure caused by an intermittent electrical connection between a receiver coil wire and a demodulator feed-through pin. The problems described in the recipient report seem to be congruent with this finding. This is a final report.

Event description:
Circa in (B)(6) 2021 the user woke up one morning and was no longer able to hear with the device. Due to the age of the audio processor (ap) the clinic thought it was an issue with the ap. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Circa in (B)(6) 2021 the user woke up one morning and was no longer able to hear with the device. Due to the age of the audio processor (ap) the clinic thought it was an issue with the ap.